Event description:
The account alleged the side rail would not latch. No injuries reported.

Manufacturer narrative:
The technician replaced the side rail latch plate and pivot bolt to resolve the issue.